Manufacturer narrative:
The electrosurgical unit (ecu) was identified as covidien ecu # tog42991dx manufactured by medtronic. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a4, a5, and a6: no information provided. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient suffered burns to the face, chest, neck, and arms due to a fire in the operating room. The fire allegedly started when the doctor turned on a non-ge healthcare electrosurgical unit (ecu) device while a ge healthcare aisys cs2 was in use to deliver oxygen to the patient. The hospital reported that the doctor did not check the ecu settings prior to turning it on and did not notify the anesthesiologist to turn down the o2. There was no allegation of malfunction of the aisys cs2, which was subsequently inspected by a ge healthcare representative and returned to clinical use. The patient was transferred to the burn unit for treatment.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. The root cause was activation of an electrosurgical unit (ecu) in an oxygen-enriched field due to communication and procedural failures from the surgeon and anesthesia team. The root cause of the injury to the patient is clinical use error of an ecu while delivering over 30% o2. There is no evidence of device malfunction. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.